Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was confirmed that the extrusion of the vent tubes was not due to a defect or malfunction; rather, it was caused by "the aggressiveness" of the disease itself. None of the outcomes reported in the research were caused or contributed to by the vent tube. The length of time the tubes remained was "around 3 to 4 weeks". No additional procedures or medical interventions were required to treat the outcomes; the patients healed by themselves.

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. H10: case 2 of 2 will be submitted on a separate MDR. Medtronic internal reference (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
This report addresses adult 1 of 2 identified in the study. During a study of 56 patients to assess effectiveness of grommet insertion compared with non surgical treatment steroids in otitis media effusion (ome) cases, 2 adults were identified with permanent perforation of the tympanic membrane. The study is captured in the following literature article: chavan ss, nagpure ps. Comparative assessment of grommets with topical intranasal steroid in cases of otitis media with effusion. Indian j otology 2017; 23:146-50. Overall, "there was more improvement, less complications, and less failure rate in patient treated with myringotomy with grommet insertion than in patients which received intranasal steroids." Subjects of various age groups attending out patient department of (B)(6) from june 2013 to august 2015 who meet the inclusion criteria and gave their written consent in local language were included in the study. Doi (digital object identifier): 10.4103/indianjotol.indianjotol_46_17.